Manufacturer narrative:
Analysis of the implantable neurostimulator revealed the battery was at normal end of life. The telemetry output was ok. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins) for parkinson's disease. It was reported the device entered end of service (eos) shortly after elective replacement indicator (eri) was displayed. The time period for entering eos was presumably short. The device settings were unknown. There were no environmental/external/patient factors known to have led or contributed to the issue. The ins was replaced. The issue was unresolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the battery voltage drastically dropped to eos level from 2.8 v. The physician noticed the report showed the ins battery voltage went up to 2.8v level although the status showed eos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.